Event description:
Pt experienced an allergic reaction shortly after beginning orthodontic treatment. Patch testing showed pt has a severe allergy to nickel. Treatment for the allergic reaction included an antihistamine and a presription steroid.